Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
For this complaint file, the final customer lot was identified. For this final lot, three component probe lots were used to make up the final lot. A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there that there are no other probe complaints for the reported issue. The probe complaint sample was visually examined using 25x magnification and was deemed nonconforming. The probe has surgical debris in the port and the cutter was in the closed position. Actuation testing was performed and deemed nonconforming. The cutter remained in the closed position with no movement. Aspiration testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is less than 5 minutes wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is completely separated from the coupling. The complaint evaluation does confirm the probe did not aspirate correctly. The root cause for the poor function of the probe is due to the separation between the inner cutter and coupling from an adhesive failure. This separating does not allow the inner cutter to stroke forward and backward, thus causing the probe not to function. (B)(4).

Event description:
An ophthalmic surgeon reported poor aspiration of the probe during a procedure. The procedure was completed by replacing the probe. There was no patient harm reported. Additional information and a product sample have been requested.